Manufacturer narrative:
(B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative performed a serial readout that was reviewed by livanova deutschland. It was determined that the processor board required replacement. The board was replaced and the software was flashed. The replaced board was returned to (B)(4) for investigation. The device was visually inspected and functionally tested without error. The pump functioned according to specifications and inspection of the supply voltage and soldering joint connections did not identify any issues. The device was tested in a climate chamber without failure, and a 36 hour test run was unable to reproduce the issue. As the issue could not be reproduced, a root cause was not determined. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
(B)(4) received a report that the s5 roller pump displayed a blue screen during a procedure. The customer reported that the pump did not stop and was used as a suction pump, so the procedure was completed without issue. There was no report of patient injury.